Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially contacted physio-control to report that their device would not power on using ac power, however, the device would power up using dc (battery) power. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device began rebooting by itself continuously. As a result, defibrillation therapy may not be possible, if it were necessary.

Manufacturer narrative:
Concomitant medical products, returned to manufacturer on, of the initial medwatch report indicated: 01/10/2019. Concomitant medical products, returned to manufacturer on, of the initial medwatch report should have indicated: 12/13/2018. New information for supplemental medwatch report 001: physio-control removed the power module for further evaluation and determined that the cause of the reported issue was that an integrated circuit (ic), designator u3, was inoperative. This caused a second ic, designator u4, to reset every 2.5 seconds resulting in the observed continuous rebooting of the device.

Event description:
The customer initially contacted physio-control to report that their device would not power on using ac power, however, the device would power up using dc (battery) power. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device began rebooting by itself continuously. As a result, defibrillation therapy may not be possible, if it were necessary.